Event description:
It was reported that during the implant procedure, the helix could not be extended. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there was distal conductor fracture from overstress, the distal conductor was distorted, the defibrillator conductor was distorted, the outer insulation was breached, the outer tubing overlay was breached, there was a white substance on the outer insulation, there was deformation/fracture in 5cm proximal section of the inner coil leading to extension problems, and there was blood in/on the helix/lobe mechanism and sleeve head and on all conductors (non-obstructing). It was determined that the damage was caused at implant.